Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 4,7 mg/day and clonidine 200 mcg/ml at 94,11 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a motor stall was diagnosed on (B)(6) 2018. The exact date of the motor stall was not reported. A restart was tried by updating the device ¿on minor change¿. The issue was not resolved. However, it was noted that the patient's status was alive - no injury. The device was replaced. The device would be returned to the device manufacturer. It was noted that the patient fell on (B)(6) 2018, prior to the motor stall. There were no [additional] environmental, external or patient factors reported that might have led or contributed to the event. The patient¿s age, gender, weight, and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.